Event description:
It was reported that during a procedure on (B)(6) 2022, it the stop in the depth gauge was missing. A replacement device was required. Surgery was completed with no delay. Upon manufacturer investigation, it was determined that the depth gauge was missing the stop ball and spring. In addition, the tip was bent. This report is for a depth gauge for 3.5mm cortex screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 319.091, synthes lot: h387448, supplier lot: h387448, release to warehouse date: 09 august 2018, supplier: avalign technologies-nemcomed. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues. During the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge for 3.5mm cortex screws is missing the stop ball and spring. In addition, has the tip bent. A dimensional inspection was unable to be performed for the depth gauge for 3.5mm cortex screws due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge for 3.5mm cortex screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.